Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient no longer uses his scs system because the scs system only relieved his pain for the first year. The patient is now requesting to be explanted. Surgical intervention may be pending to address this issue.